Event description:
A bag of insulin was set up to infuse at a rate of 7ml/hr and the volume to be infused was set at 40ml. The infusion was started, and an air-in-line alarm occurred. The nurse indicated she closed the roller clamp on the administration set and opened the door to address the alarm. She then "flicked the set" to clear the air, without removing the set from the device. User indicated she then closed the door and slowly opened the roller clamp. At that point, she observed the bag was empty. She stated that she was covering this patient for another nurse at the time, and did not know if the bag was empty before she closed the roller clamp and cleared the air from the line. There was no patient consequence reported.